Event description:
The patient¿s blood glucose level was reported to be less than 54 mg/dl. The pod was worn between 5 and 24 hours, on the arm. Analysis of the returned device revealed a tear in the internal cannula, which resulted in fluid leaking inside the device. The device was originally reported for leaking during wear. As treatment a new pod was placed.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.